Manufacturer narrative:
Medwatch sent to FDA on 01/21/2013. Device labeling notes: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Health professional reported after injection when juvederm ultra xc in the nasolabial folds, the patient experienced "swelling" six months later "in the cheeks, nasolabial folds, and oral commissures. Patient has been treated with oral steroids and cortisone injections.